Manufacturer narrative:
Additional information: no abnormal sounds were noted. It would not fully advance while inside the patient but did advance into the housing for safe removal from the patient. Following removal, no damage was noted to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hawkone was returned for analysis. The device was returned within the opened sterile label pouch. No images or ancillary device was returned. The device was returned connected to the cutter driver. It should be noted that the torque shaft was bent at an approximate 90-degree angle beneath the strain relief. Inspection of the distal assembly revealed biological material throughout. Bends were noted in the distal assembly approximately 0.6cm and 6.3cm distal to the catheter cutter window. The cutter was returned advanced approximately 2.8cm distal to the cutter window. The cutter driver was activated, and the cutter was successfully retracted into the cutter window. No anomalies were noted with the cutter. The cutter was then attempted to be advanced; however, the cutter could not be advanced fully. The cutter stopped advancing at the location of the bend. No tears or holes were observed in the tecothane. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended was using a hawkone h1-lx during treatment of a 250 mm plaque cto (chronic total occlusion-100%) in the patient¿s mid right superficial femoral artery (sfa) of diameter 6 mm. Slight tortuosity and moderate calcification were reported. IFU was followed and the device was prepped without issue. It was reported that the device was removed to be cleaned because the thumb switch would not advance forward. After cleaning the device, the thumb switch would not advance forward. A new hawkone h1-lx device was used to complete the procedure. No patient injury was reported.